Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the battery was protruding out of the dermis. There was redness at the implant site. The patient was riding a riding lawnmower that rubbed continuously on the battery site. The patient needed to have the implantable neurostimulator removed immediately to avoid infection. The entire system was planned to be explanted and not replaced on (B)(6) 2020. The issue was resolved at the time of the report.